Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. Device evaluated by MFR: the stent delivery system was returned for analysis. There were no issues noted with the profile of the device tip. The balloon was visually and microscopically examined and no issues were noted with its profile that could have potentially contributed to the complaint incident. The balloon was tightly wrapped, evenly folded and was not subjected to positive pressure. Stent crimp marks were visible on the balloon material indicating that the balloon had been crimped in the correct location during manufacturing. A visual and microscopic examination of the stent found that it had moved 19mm distally from the most proximal crimp mark. The stent struts at the distal end of the stent were severely bunched and misaligned. This type of damage is consistent with the stent meeting a resistance or an obstruction during the withdrawal of the device. There was no indication that this damage formed part of the complaint incident. A review of the stent crimp settings for the complaint device highlighted no abnormalities prior to shipment. A visual and microscopic examination found no issue with the profile of the device markerbands. A visual and tactile examination found no issue with the profile of the shaft polymer extrusion. A visual and tactile examination found that the hypotube was kinked at various positions along its length. This type of damage is consistent with excessive force being applied to the delivery system. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 19-oct-2015. It was reported that crossing difficulties were encountered. The 95% stenosed target lesion was located in the left circumflex artery to the first obtuse marginal artery. The lesion contained >45 and <90 degrees bend. A 3.5 6f xb guide catheter was placed. After a 0.014 non bsc guide wire crossed the lesion, predilation was performed and a 28 x 2.25m promus premier¿ stent was advanced but was unable to cross the lesion. The device was removed. Plain old balloon angioplasty (poba) was performed and procedure was completed without stent implantation. No patient complications were reported and patient's status was stable. However, returned device analysis revealed stent movement on balloon and stent damage.